Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the patient experienced asystole and atrioventricular block. It was reported that the connection was lost between the mobile programmer application, patient connector, and leadless implantable pulse generator (ipg), with the ipg exhibiting no capture. It was noted that the telemetry loss occurred during implant testing immediately following release of the ipg from the delivery catheter resulting in an inability to perform electrical testing normally, including sensing, impedance, and threshold testing. It was further noted that the electrograms (egm) signal was lost and threshold testing stopped while output amplitude was being decremented because of the telemetry loss. Testing was ultimately completed using the same application system; however, multiple attempts were required to successfully complete sensing, impedance, and threshold testing. The patient was hospitalized. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. Application version: 4.5.2

Manufacturer narrative:
Correction to b4. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.